Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and found an error code in the diagnostic log, indicating the breath delivery unit (bdu) printed circuit board (pcb) needed repair. The customer declined repair of the device. (B)(4).

Event description:
Covidien received information stating that a ventilator had a blank lower display. The malfunction occurred during patient use. There no report of patient harm or injury.